Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 05/01/2014-device evaluation:the pump has been returned and evaluated by product analysis on 04/21/2014 with the following findings:a review of the pump black box data indicated several cs 054 call service alarms, which are consistent with sleep alarms and my cause the display screen to be blank for several minutes. A power issue was not duplicated during investigation. No damage or evidence of moisture ingress was observed in the pump battery compartment or on the battery cap. The battery cap secured properly to the pump. The cap was loosened a full turn without causing the pump to lose power. The battery cap contact dimensions measured within specifications. The pump case was removed and no defect was found to the power circuit.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter stated that the pump screen was displaying the animas logo prior to attempting a bolus, indicating that the pump rebooted without user intervention. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.